Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the central screw was not fully seated on the baseplate. It was also noted that the description provided noted a gap between the components reported. Per the surgical technique, there is a hex feature that must be aligned between the baseplate and the central screw resulting in a tactile coupling and allowing the taper to engage. When the hex feature is not aligned properly and the taper is attempted to be engaged, the hex feature will break and compress blocking the central screw from being able to fully seat. The most likely cause can be attributed to use error due to not following the surgical.

Event description:
It was reported that during an univers revers mgs surgery the central screw has loosened during insertion of the base plate. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.